Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2003. Review of invoice history indicates patient was also implanted on the right hip (B)(6) 2000. During post operative monitoring and testing, femoral osteolysis, adverse reaction to metal debris, fluid and poly wear were noted. The fluid on the posterior lateral quadrant of the right hip measured 40.3x30.4x33.5mm. These findings were found due to follow up testing. Patient further reported right implant snapping/popping/clicking, limping, numbness/tingling, pain, and knee/ankle problems. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 14 states, "postoperative bone fracture and pain." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-01847 & -07297 & -07299).